Manufacturer narrative:
Evaluation conclusion codes field (h6) updated.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent urinary incontinence due to erosion. A transcorporal surgical procedure was performed during which the existing device was explanted. There were no further patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent urinary incontinence due to erosion. A transcorporal surgical procedure was performed during which the existing device was explanted. There were no further patient complications reported.